Event description:
It was reported that the device entered backup mode due to not reprogramming the device to magnetic resonance imaging (MRI) mode prior to the MRI scan resulting in loss of defibrillation therapy. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.